Event description:
It was reported that during intra-aortic balloon (iab) therapy on an angioplasty patient, blood was found in the tubing. It was also noted the alarm, "blood detected" occurred. The iab was removed. There was no reported injury to the patient.

Manufacturer narrative:
The product was returned with the membrane completely unfolded and blood on the interior and exterior of the catheter. The extender and pressure tubing was also returned. The sheath was returned, but was not a maquet device. - an underwater leak test of the balloon, catheter, y-fitting and extracorporeal, extender, and pressure tubing was performed and one leak was detected on the membrane approximately 0.3cm from the rear seal measuring 0.025cm in length. The reported problem was most likely triggered by a leak which was found on the membrane. Under magnification, a whitish patch was observed around the leak. This whitish patch is the typical appearance of an abrasion mark which is caused by calcified plaque in the aorta. A device and lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Reference complaint #(B)(4). Record ID (B)(4).

Manufacturer narrative:
The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy on an angioplasty patient, blood was found in the tubing. It was also noted the alarm, "blood detected" occurred. The iab was removed. There was no reported injury to the patient.